Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was an alert for impedance out of range on the superior vena cava (svc) coil of the right ventricular lead. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.